Event description:
The child reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment , it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery has not been scheduled at the time of this report.